Manufacturer narrative:
Conclusion: the actual device with the cannula cap detached from the cannula tabs was returned for evaluation. The cap was returned inside a clear plastic bag. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. Device was disassembled and no damages were found on the internal components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the tip at the end of the shaft fell off into the patient. The tip was easily found and removed from the patient by pulling it out with no additional dissection. A like device was used to complete the procedure. There were no adverse patient consequences reported.